Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead had migrated. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was left in the dorsal column and an additional lead was added. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's lead had migrated. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was left in the dorsal column and an additional lead was added. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.